Manufacturer narrative:
(B)(4)

Event description:
It was reported fluoroscopy revealed early signs of compaction on the axillary vein near the insertion site. This lead to an assumption of possible crush injury. No intervention was recommended. No further information is available.